Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse confirmed the complaint by seeing the error on screen and in the error log. Inspection of the device revealed that the sorter was out of alignment in the y-axis. Fse cleaned the y-axis, x-axis, and z-axis, applied lubrication, and adjusted the x and y cup positions; which resolved the reported event. The device was validated by running a sorter test pick up for 60 cups. No further issues were noted. No further action was required by field service. A 13 month complaint history and service history review for similar complaints was performed for serial number (B)(6) from 10nov2017 through aware date 10dec2018. There were no similar complaints identified during the search period. The aia-900 operator's manual, under chapter 12- flags and error messages was reviewed. 4053 sorter-z home overrun: the aia-900 operator's manual indicates that the 4053 sorter-z home overrun error message is generated when the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement, a flag will be attached to the measurement result. The operator is instructed to check s022, and also check to see the cause of slipping that occurs when pm022 moves to the limit side. If the problem persists, contact tosoh local representatives. The most probable cause of the reported event was due to the sorter requiring lubrication and alignment.

Event description:
It was reported that the customer received "4053 sorter z-home overrun" errors on their aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), luteinizing hormone (lhii), intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.